Event description:
It was reported during a breast biopsy, the "clutch" sign kept appearing, then the l3-017 error. Changed probes from different lot# and the error codes continued. They checked the cables and gray sleeves and were unable to eliminating the error code. They were able to retrieve the calcifications and deploy a tissue marker before the physician decided to stop the procedure. Case was considered to be successful and completed at that point.

Manufacturer narrative:
Evaluation summary: the holster was returned to the analysis site due to reports of l3-017 error codes. The analysis results found that the holster displayed l3-017 cable error codes intermittently during initialization of functional test caused by the pcb board being out of calibration. The tie strap and e-clip were damaged during disassembly.the site also replaced the tie strap, e-clip and calibrated the pcb board to correct all issues. The holster was functionally tested and found to operate properly.